Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was returned for evaluation. Visual, microscopic, tactile, and functional testing was performed. Hydrostatic pressure testing was performed by clamping the distal end of the catheter while infusing to observe for leaks. A leak was observed exiting from what appeared to be a pinhole, at the blue luer extension leg. No such leak was found when testing the red lumen. Microscopic observation did show a pinhole on the blue luer extension leg. The extension leg material appeared to sink inward toward the hole. The edges of the hole appeared uneven and not straight. The investigation is therefore confirmed for the reported hole in the catheter. A definitive root cause for the hole in the catheter could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (method, result) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and twenty-one days post a dialysis catheter placement, the external lumen of the catheter allegedly developed a small pinhole. Reportedly, the catheter was replaced, and the patient was subsequently discharged with no other interventions required for this incident. There was no reported patient injury.

Event description:
It was reported that one month and twenty-one days post a dialysis catheter placement, the external lumen of the catheter allegedly developed a small pinhole. Reportedly, the catheter was replaced, and the patient was subsequently discharged with no other interventions required for this incident. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.